Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The user interface (ui) board was found to be defective and required replacement. A function test was performed according to the manufacturer.

Event description:
It was reported that there are missing segments in the pulse display. There is no report of patient involvement or harm. There is no report of serious injury or death associated with this event.